Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the device had audio beep anomaly. It was reported that the pump would be replaced and returned for analysis. No further information provided.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No audio beep or motor noise anomalies were noted. However, hardware low level failure alarmed was confirmed in the insulin pump history with a variable info 03 due to cold solder joint at u1 keypad assembly. The motor was tested outside the device and passed. The insulin pump had cracked keypad overlay at select button, minor scratched display window, minor scratched case and minor scratched keypad overlay